Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead had no capture at maximum output and noise. The physician commented that the lead position and sharp angle at implantation led to the fracture; lead was folded during initial implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the medial proximal segment of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).